Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 225 units of insulin, and the insulin gauge was static at 140 units. The customer's blood glucose level was 173 mg/dl. Reportedly, the customer reloaded the cartridge and received an accurate fill estimate.